Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, carrier tube, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. The carrier tube was found cut near the proximal base within the device sleeve. The suture was also found cut proximally and distally to the tamp tube. The suture spool was found to have been still fully wound. Functional testing was performed by separating the suture spool form the carrier tube and pulling on the suture to test deployment. The suture was able to be fully deployed. No issues were noted during testing. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force applied during device withdrawal resulting in difficulty with suture deployment/device withdrawal. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A3b: gender: n/a. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that post peripheral diagnostic, the doctor properly deployed the 6 french angio-seal. During deployment, the angio-seal became stuck, as in the angio-seal resisted being pulled back. The representative was at the table and was able to walk the physician through cutting the angio-seal between the cap and the sheath. The doctor was able to free the tamper tube and successfully finish the deployment steps. The pedal sounds were confirmed via doppler. The estimated blood loss was less than 250cc's. The device did not cause or contribute to patient injury and/or require medical or surgical intervention.